Manufacturer narrative:
Additional information can be found in sections model #, PMA/510k, if follow-up, what type and adverse event problem. Device evaluation information can be found in adverse event problem. Intuitive surgical, inc. (Isi) has received four blue sureform stapler 60 reloads associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint that "the surgeon clamped the tissue and fired with the stapler and the surgeon noticed that the tissue began to move out of the stapler¿s jaws at the distal tip. This created a hole along the staple line." All four stapler reloads were found to be used and could not be retested. Therefore the complaint could not be replicated. Two stapler reloads were found to have a malformed staple towards the distal end of the reload. Another stapler reload was found to have multiple malformed staples towards the distal end of the reload. The fourth stapler reload was also visually inspected and no damage was found. Isi also received a green sureform stapler 60 reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of a stapling issue. The stapler reload was found to be used but no damage was identified. The knife was seated at the distal end of the reload as expected. All of the reload pushers were pushed up. There was no knife or cartridge damage. In addition, isi received a sureform stapler 60 instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of a stapling issue. The instrument was placed and driven on an in-house system. The instrument passed initialization tests. The instrument moved intuitively with full range of motion in all directions. The instrument clamped and fired successfully. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted sleeve gastrectomy procedure, the surgeon had to over-sew a hole on stomach tissue that was identified after a sureform stapler instrument was used. However, at this time, the root cause of the customer reported failure mode is still unknown.

Manufacturer narrative:
Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. The sureform stapler 60 instrument with pn 480460-08, lot t91190419-0085 fired 5 sureform 60 reloads, 1 green and 4 blue, and all firings were completed per the logs. This complaint is being reported due to the following conclusion: during the da vinci-assisted sleeve gastrectomy procedure, the surgeon had to over sew a hole on stomach tissue that was identified after a sureform stapler instrument use. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument was clamped and fired on stomach tissue. The sureform 60 stapler instrument allegedly pushed the stomach tissue out at the distal tip of the instrument. As a result, a hole was identified on stomach tissue. The surgeon repaired the stomach tissue by oversewing the hole. On 09-october 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr informed that the sureform 60 stapler instrument had a successful complete fire with the first green sureform 60 reload that was used. Then the surgeon used a blue sureform 60 reload for the 2nd fire. The csr stated that when the surgeon clamped the stomach tissue and fired, the stomach tissue was pushed out from the distal tip of the sureform 60 stapler instrument. When the surgeon unclamped the stapler instrument, he noticed a hole in the stomach tissue. The surgeon repaired the stomach tissue by oversewing the hole. The surgeon completed the procedure with the same sureform 60 stapler instrument and had successful fires with three more blue sureform 60 reloads. The csr stated that there were no errors generated on the system, the tissue was not too thick, there were no impediments, and no buttress material was used. The csr confirmed that the site would return the sureform 60 stapler instrument and the reloads used during the procedure.